Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
The consumer reported the tampon was breaking apart during removal. This occurred with three tampons. She was able to remove all pieces and did not seek medical assistance. No further information has been received.